Manufacturer narrative:
A ge oec service rep investigated the issue and while the system was working on fse arrival and the malfunction could not be duplicated, all pcbs and connectors were re-seated to assure normal function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system locked-up during use. A reboot restore function.